Event description:
It was reported that the pump would not configure. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.. The device was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Unable to duplicate reported problem. The reported issue could not be confirmed. No problem found. Initial reporter is unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).